Event description:
According to the reporter during the lap inguinal hernia repair, the balloon did not inflate. Another device was opened to resolve the issue. Current patient status is alive with no injury. The difficulty did not result in unintended colostomy, formal laparotomy, re-operation etc. There was no unanticipated tissue loss. There was no irreversible tissue damage. There was no unanticipated extension of the incision by more than one inch. There was no unanticipated blood loss of 500cc or more. Surgery time was not delayed by more than 30 minutes. No device fragment or component fell into the patient's cavity. There was no device fragment left in patient's cavity.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.